Event description:
A (B)(6) old male pt contacted zoll customer support to report that his response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button was non-functional, which prevented the monitor from progressing past the start up screen. It was discovered that the response button ribbon cable was not plugged in. The root cause for the disconnected response button cable could not be positively identified. No adverse event resulted from the disconnected response button ribbon cable. The pt received a replacement monitor.